Manufacturer narrative:
The reagent lot number is 72938001. The expiration date is 31-jul-2024. The investigation reviewed the reaction monitor of the initial results; an abnormal drop was noted in the signals. The investigation reviewed the qc data; the qc was within specifications. The field service engineer (fse) inspected the module and found that the gear pump needed to be replaced. He also found a micro-cut in the suction pipe of the washing station and a high water level in the cuvettes. He then adjusted the water dosage in the cuvettes, replaced- the gear pump, and repaired the suction pipe in the washing station. He performed an instrument check and qc with successful results. The investigation determined the event was due to insufficient service maintenance. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (alt) results from two patient samples tested on the cobas 6000 c501 module. The initial results were not reported outside of the laboratory. The patient samples were rerun because the results were not the expected results and the results of the other assays were normal. The patient samples were rerun on the reported module and their other c 501 module. Sample 1 the initial result from the module was 679.7 u/l. The repeat result from the module was 9.6 u/l. The repeat result from the other module was 8.9 u/l. Sample 2 the initial result from the module was 582.4 u/l. The repeat result from the other module was 19.1 u/l. The repeat results complied with the patients' medical records.